Event description:
A customer observed imprecise patient results for troponin I on the vitros eci system biased results were reported to the physician who was notified that the result may not be accurate. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.